Manufacturer narrative:
The device was not received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 250ml exactamix eva tpn bags had leaked from the administration port. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.